Event description:
It was reported that a progav 2.0 (part # fx410t) was implanted during a procedure performed on an unknown date. According to the complainant, the patient underwent a revision procedure on (B)(6) 2022. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 5 years, height: 100 centimeters (cm), weight: 15 kilograms (kg), gender: female. Same event/patient as medwatch # 3004721439-2022-00368.

Manufacturer narrative:
Investigation: visual inspection: no significant deformations or damage of the valve were detected during the visual inspection. Permeability test: a permeability test has shown that the valve is permeable. Adjustment test: the progav 2.0 was tested and is adjustable to all specified pressures. Klick force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Computer controlled test: to investigate the claim of over/under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in both the horizontal as well as the vertical positions. The results show that the valve is operating within the accepted tolerance in the horizontal position. Internal inspection: after dismantling of the valve, deposits were found in progav 2.0. Result: based on our test results, we can determine deposits. The deposits did not affect the technical properties at the time of the examination. How the aforementioned functional impairment occurred is not clear to us at the time of the examination. Deposits caused by substances naturally present in the body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.